Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the adhesive peeling off was likely due to physical stress such as dropping the device or hitting the device to a hard surface, or deterioration due to chemical stress from the cleaning, disinfecting, and sterilization processes. During inspection and testing, service found the forceps elevator wire was completely cut off, confirming the customer's reported issue. In addition, the adhesive rubber was cracked due to external factors. The bending angulation was insufficient due to stretching of the angle wire. There was play in the angulation knob due to stretching of the angle wire. There were stains on the control section and the scope cover that were difficult to remove. The instrument channel port was shaved, and several of the device components demonstrated scratches due to external forces. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the forceps elevator wire of the subject device was broken. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the adhesive part of the light guide (lg) lens was peeling off. This report is being submitted for the malfunction found by service during the device evaluation (adhesive peeling off).